Event description:
While undergoing a chemotherapy infusion, nursing associates were notified by family of a patient that there was a small amount of fluid collecting underneath the IV pump and infusion bag. After stopping the infusion, the nursing staff further investigated and discovered a small "pin-point" sized hole in the tubing; there was enough fluid leaking from this hole to create the puddle of fluid. The appropriate precautions were taken in cleaning the spill. The IV pump in use was segregated for review and testing by in-house biomedical engineers. The remaining infusion and tubing was segregated and returned to pharmacy for inspection; pharmacy will maintain custody of this product for further inspection. In the hospital main pharmacy tubing sets are removed from cardboard boxes and stored in plastic bins. In the bin for this tubing, there exists two different lot numbers. The tubing set is labeled as "primary plumset, clave y-site, 104 inch, non-dehp manufactured by (B)(4). Therapy duration: 6 weeks. Diagnosis or reason for use: tubing set for IV infusion.